Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "keller funnel didn't have any lubricant coating on the inside of the funnels".

Event description:
Healthcare professional reported "keller funnel didn't have any lubricant coating on the inside of the funnels". "A whole box of keller funnels appears or seems to not be lubricated at all. I had the customer pull the box and the most recent one put in a bag to return. The sizer will not slide, it was done correctly, the lubricant did not get applied to this batch". No patient contact as device was not used.

Event description:
Healthcare professional reported "keller funnel didn't have any lubricant coating on the inside of the funnels". "A whole box of keller funnels appears or seems to not be lubricated at all. I had the customer pull the box and the most recent one put in a bag to return. The sizer will not slide, it was done correctly, the lubricant did not get applied to this batch". No patient contact as device was not used.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4; h.4; h.6. A review of the device history record has been completed. No deviations or non-conformances noted.